Event description:
It was reported that a pt underwent a sling procedure in 2007. Following the procedure, the packing broke loose and the pt began hemorrhaging. It is unk how the bleeding was stopped. The pt was kept in the hospital for a few days. The pt continued to be incontinent. Premarin was prescribed by the physician. The pt is experiencing pain and reports that the mesh is coming out. The surgeon told the pt that she needs to have the device removed, because it did not heal properly. The pt has not gone back to the surgeon since 2008.

Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.